Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose and was advised by healthcare professional to try different infusion sets as physician believed that high blood glucose was caused by scar tissue. Customer's blood glucose ranged from 300 mg/dl to 400 mg/dl, which were treated with manual injection. Customer reported of inserting infusion sets manually for five years and states that blood glucose would go down when infusion set was relocated from site. Customer declined troubleshooting. Infusion sets and serter would be sent to customer.